Event description:
Patient underwent a shoulder procedure on (B) (6) 2010. The surgeon placed a trial glenoid inside the patient to gauge the size of glenoid implant required. Upon removal, one of the pegs from the glenoid trial was still in the prepared hole. Unintentionally, the peg was eventually pushed further into the prepared hole and lost behind the patient¿s glenoid. The surgeon was unable to remove the peg, and as a result, the patient retained a foreign body.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found some scratches and notches around the edge of the proximal rim. There were also scratches and gouges on the articulating surface and scratches on the perimeter edges. The fracture surface has ratchet marks along both side edges that suggest a fatigue fracture. (B) (4).